Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified, lesion located in the left anterior descending artery. The 2.5x8 mm trek balloon catheter was advanced to the lesion with some resistance and when pressurized for the second time to 12 atmospheres, the balloon ruptured. A new trek balloon catheter was used, after which stenting was performed with a xience v stent. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The balloon rupture was not confirmed. The definitive cause or circumstances for the reported balloon rupture could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the return functional testing and review of the information provided, there is no indication of a product quality deficiency. It was reported that catheter was not soaked and was prepared inside the anatomy. It should be noted that the trek rx instructions for use (IFU) instructs the user to prepare the catheter outside the anatomy and to soak the balloon in sterile heparinized saline prior to use. In this case, it could not be determined how the IFU deviations contributed to the reported balloon rupture and the balloon rupture could not be confirmed on the return device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.